Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for contamination was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for contamination. Bd was not able to identify a root cause for the indicated failure mode. The lot expired in february. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that bd bbl¿ cdc anaerobe 5% sheep blood agar biological contamination was discovered while in use. The following information was provided by the initial reporter: pollute. The issue discovered while in use and while preparation for use/pre-insertion test.

Event description:
It was reported that bd bbl¿ cdc anaerobe 5% sheep blood agar biological contamination was discovered while in use. The following information was provided by the initial reporter: pollute the issue discovered while in use and while preparation for use/pre-insertion test.

Manufacturer narrative:
Initial reporter phone: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.